Manufacturer narrative:
Investigation summary. With all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during a pulse field ablation procedure the faradrive steerable sheath was selected for use. During the procedure, the physician went to advance the catheter up the sheath and was aspirating. At this point, the physician kept finding air bubbles in the syringe and repeated the same steps multiple times and kept getting air. The sheath was replaced and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was disposed.

Event description:
It was reported that during a pulse field ablation procedure the faradrive steerable sheath was selected for use. During the procedure, the physician went to advance the catheter up the sheath and was aspirating. At this point, the physician kept finding air bubbles in the syringe and repeated the same steps multiple times and kept getting air. The sheath was replaced and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.